Manufacturer narrative:
The investigation determined that lower than expected vitros glu results were obtained from vitros performance verifier controls processed using vitros glucose (glu) slides on a vitros 250 chemistry system. The investigation concluded that the likely cause of the lower than expected qc results was a suboptimal glu calibration. However, the cause of the suboptimal glu calibration was unknown. An unknown issue with the vitros calibrator fluids or the glu cartridge in use during the calibration events could not be ruled out as potential contributing factors. There was no evidence to suggest the vitros glu reagent of vitros 250 system malfunctioned.

Event description:
The customer obtained lower than expected vitros glu results from vitros performance verifier controls processed using vitros glucose (glu) slides on a vitros 250 chemistry system. Vitros glu results: 140.6 and 143.0 mg/dl vs. Expected 288.3 mg/dl biased results of the direction and magnitude observed may lead to inappropriate physician action. There were no patient samples processed for vitros glu as the laboratory is a research facility. There was no allegation of patient harm as a result of this event. This report is number one of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).